Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user sometimes could not load a clip to the applier during use. Therefore, he/she replaced the applier with a new one to complete the procedure. Nothing fell/remained in the patient. The applier was sent to our technical specialist, who found that the jaws of the applier were misaligned. No abnormality was found in the function test. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The device history for the returned instrument was reviewed and found complete without any irregularities. The instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaw is slightly loose and misaligned in the closed position but there is no damage to the jaw pivot pin area of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and ed in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that the user sometimes could not load a clip to the applier during use. Therefore, he/she replaced the applier with a new one to complete the procedure. Nothing fell/remained in the patient. The applier was sent to our technical specialist, who found that the jaws of the applier were misaligned. No abnormality was found in the function test. The applier was purchased by the hospital within 1 year.